Manufacturer narrative:
Suspect products received and tested. All functions worked properly and results fell in acceptable range. No failure detected.

Event description:
Pdc received a call on (B)(6) 2012 to confirm meter accuracy and was given a medical intervention report that occurred on (B)(6) 2012 at 11:00 pm. Patient stated that her normal reading is 135mg/dl but she received a reading of 434mg/dl on her prodigy meter. The high reading and reported symptom of chills prompted the patient to seek medical attention. No other readings were taken on the pdc meter. Patient went to the emergency room and got a reading of 154mg/dl on their meter. The time between the two readings was said to be 20 minutes. Hospital did not give treatment to patient and discharged her in 30 minutes.